Manufacturer narrative:
No unexpected weak battery alarms or blank display anomalies were noted during testing. The insulin pump passed the displacement test and the off no power test. The operating currents were in specifications. The insulin pump was also received with a cracked case at the liquid crystal display window corner, cracked reservoir tube lip, and scratches on the reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had a blank display and alarmed weak battery. The customer stated that the insulin pump had fallen not further than 5 feet from the floor, and when she picked up the insulin pump, the device had a blank screen. She stated that the weak battery alarm followed soon afterward. The customer did not know the blood glucose reading but noted that it was within normal range. She did not have a battery with which to test in the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.